Event description:
It was reported that during an unknown procedure, the surgeon stated that they were firing the tlc75 stapler on the small bowel and the last 1/3 portion of the tissue did not complete the staple line. The surgeon stated that it was loaded correctly and there was not too much tissue in the stapler. They got a new stapler and load and then completed the staple line.

Manufacturer narrative:
(B)(4).: batch # unk. Event date: unknown, assumed 1st day of month that the event took place. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.